Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, flat creases, and red particles material was found on the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge in the shell with stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge in the shell, with stress marks, in the radius side assessed as surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported left side rupture and patient's concern with the product. The device remains implanted.